Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The impedances rose gradually from 85 ohms to 133 ohms. As the patient is dependent, a revision procedure was scheduled. The rv lead was surgically abandoned and replaced. This ICD remains in service. During the revision, fluoroscopy was performed, but no physical damage on the lead was observed. No additional adverse patient effects were reported.